Event description:
The customer reported that the ventilator would not turn on. The customer reported the device was not in use on a pt; therefore, there was no pt involvement or harm. The field service engineer (fse) evaluated the device and duplicated the reported. Further troubleshooting the fse found that the power switch button is not working. The fse replaced the power switch overlay to address the reported no power problem. The unit is now back in service.